Event description:
The physician was sent a replacement handheld computer, but now reports that the new handheld is not functioning correctly. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.